Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing atrial tachy arrhythmias resulting in an inhibition of pacing. It was further reported that the patient goes into complete heart block due to the oversensing.